Manufacturer narrative:
The device was retained by the hospital and is not expected for return at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a sudden decrease in remaining longevity. Data analysis was completed which confirmed the device was depleting earlier than expected. Device replacement was recommended. Subsequently, the device was explanted and successfully replaced. No additional adverse patient effects were reported.